Event description:
It was reported that patient with history of periprosthetic fracture, non-union and component removal underwent revision hip arthroplasty in late 1999. Subsequently, patient was revised again in late 2007 for fatigue fracture of the modular stem with adjacent strut graft non-union as well as periprosthetic fracture. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. A review of deviation history found no deviations for this lot. No further information received.